Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50-60 mg/dl. The customer treated by having apple. Customer's blood glucose value was 50-60 mg/dl at time of incident. Customer's current blood glucose value was 135 mg/dl. Customer declined to troubleshoot for low readings. Customer assisted in troubleshoot sensor updating. The insulin pump is not expected to be returned for analysis.